Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure. The stapling device was being used during the stapling of the stomach. The reload started to shoot, however, in the middle of the shot it caught. In order to resolve the issue and complete the case, used another reload. There was no patient harm. The patient outcome is alive, no injury.